Event description:
The customer reported that she was in a car accident, and she is on her way to the ER. The customer stated that the air bag ejected and destroyed the insulin pump. The customer requested a replacement of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at the time. Further info will follow once the analysis has been completed.